Manufacturer narrative:
Given the nature of the alleged incident, the device, could not be returned for evaluation. The clinical/medical investigation concluded that, as of the date of this medical investigation, clinical documentation has not been received and the patient outcome is unknown. Without patient specific medical documentation, definitive clinical factors which could have contributed to the reported instability (table 2) could not be concluded. The impact to the patient beyond that which was reported cannot not be determined based on the limited information provided in the literature. No further medical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, joint laxity, patient condition or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature review "comparison of traditional ps versus kinematically designs in primary total knee arthroplasty", it was reported that, after undergoing primary total knee arthroplasty using a journey ii bicruciate stabilized tka system, one (1) patient experienced instability. This adverse event was treated by performing a revision surgery. Patient's outcome is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.